Manufacturer narrative:
An event regarding instability involving an unknown liner was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Not returned.

Event description:
It was reported that patient has pain. Additional information received on 08/17/2015: patient was revised for instability of which the stem, head and liner were removed. Left hip.